Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: no visual damages were noted to the battery cap; however, the cap was slightly worn at the top. The battery cap was able to secure. The battery cap contact height and width measurements were within specifications. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap top worn and the battery compartment was damaged. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.